Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during the implant of a pain stim implantable pulse generator (ipg), there were issues connecting to the patient's implantable neurostimulator. The caller states that on the day of implant she was eventually able to connect to pt's ins and place basic info in the system and then finish the session. However, at the initial post-op session, there were issues with connecting to the ins again; rep eventually used a different tablet and was able to connect but it did not save any information in the device, necessitating re-entry and reprogramming. The caller notes here that they had a session report from the day of implant (B)(6) with the implant/pt information in the ins so it is unclear why the information was all erased. Caller had to enter all the information again today and then programmed the pt and finished the session. An elective replacement indicator (eri) message was obser ved, which is based on the calendar/implant date. The resolution included educating the customer and providing information. No patient complications have been reported as a result of this event.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the cause of the issue was not determined. Rep noted them and technical services reset the patient's implant on 11/26. Rep noted the issue has been resolved for not and they will stay in contact with the patient to monitor it. The information has been confirmed by the physician.

Manufacturer narrative:
Continuation of d10: product ID a71400 serial# unknown: product type software product ID tm91scs2 serial# (B)(6): product type product ID a72400 serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) called back because patient (pt) is getting error message "318 therapy adjustment may be limited. Your neurostimulator settings need to be updated." Rep said she will meet with pt on dec 2nd to capture mdt file, reset implant (ins), and reprogram settings. The rep later called back on nov-26 with the patient present to reset the ins. Technical services (ts) reviewed resetting the ins and rep was able to hear the communicator beep. Rep states that a simple program that was created was visible on the handset when connecting to the handset. Ts reviewed how to pull mdt files and session reports and sent an email to the rep to obtain these. Additional information was received from the manufacturer representative (rep) stating on the call that their clinician programmer app presents with an error code 2515 with a message "unexpected error code". The rep states she is able to bypass the code and use the tablet normally, however the code has shown up twice and the first time was a week ago when she was with the patient. Additionally, the rep states the patient reported their communicator wouldn't turn off and that the handset kept making him re-scan the qr code. Rep states that while on the call, the communicator is working normally and is able to connect to the handset. This began two days ago and the patient contacted the rep yesterday. Rep states the patient did not know that it would go idle.